Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number: (B)(6). Review of the most recent repair record determined the cutter was damaged and failed the test cut; however, the repair was not completed because cutters are not repairable. The cutter was returned unrepaired. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this device was returned for annual/preventative maintenance and needed repair due to damage that caused the device to fail the sample mesh cut test. No adverse events were reported as a result of this malfunction. Due diligence is completed for this complaint; no additional information is available.